Manufacturer narrative:
The returned device was evaluated and the pod received was found to have internal corrosion. The pod download data showed an 0x3d hazard alarm generated, indicating that the step sensors got shorted before the wire being driven and the pod got deactivated thus stopping the insulin delivery. The fluid on the pcb was the cause for the step sensor short. During leak test, a tear was found on the unexposed portion of the soft cannula. This was the source of fluid on pcb that led to hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36. Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 315 mg/dl. As treatment, the patient applied a new pod and performed a bolus. The patient's blood glucose history are as follows: (B)(6).